Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after connection the leads during implant procedure, the ventricular lead impedance value superior to 3000ohm. The lead/pacemaker connection was checked but following ventricular lead impedance measurement using the programmer showed was still over 3000ohm. Psa measurement showed normal electrical parameter for the ventricular lead. The device was not implanted and will be returned for analysis. Preliminary analysis showed that the device operated as specified.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after connection the leads during implant procedure, the ventricular lead impedance value superior to 3000ohm. The lead/pacemaker connection was checked but following ventricular lead impedance measurement using the programmer showed was still over 3000ohm. Psa measurement showed normal electrical parameter for the ventricular lead. The device was not implanted and will be returned for analysis. Preliminary analysis showed that the device operated as specified.